Manufacturer narrative:
This supplemental report is being submitted to add response to h3 that was inadvertently left unchecked in the initial MDR. H3 has been updated to "yes". The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormal image and a b31 scope communication error was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, there was an abnormal image and a b31 scope communication error (reportable malfunction). The event occurred during preparation for use. The therapeutic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (abnormal image and b31 error code) were not confirmed. Additional evaluation findings were as follows: the adhesive on the bending section cover had wear, switch 1 and the universal cord were dirty, the light guide connector was deformed, and the bending section could not be fixed firmly. Also, the following components had scratches: the control unit, the grip, the angulation lever, the up/down and right/left plates, switch 1, the light guide cover glass, the light guide connector, the video connector, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.